Manufacturer narrative:
Physio-control replaced the user interface pcb assembly due to the metal fragments observed, then observed proper device operation through functional and performance testing. The device was returned to the customer for use.the removed user interface pcb assembly was further evaluated and the cause of the reported issue was determined to be due to a thermally sensitive integrated circuit chip, designator u2.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify or duplicate the reported issue. Physio observed metal fragments internally on the front case and ui pcb assembly, but there was no confirmation these fragments were related to the reported lock up condition. Once proper device operation is observed through functional and performance testing, the device will be returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
It was reported that the display on the customer's device would intermittently show all white and intermittently not function. A solid white display is indicative of a device lockup condition which would prohibit functionality of the device. There was no report of any patient use associated with the reported issue.